Event description:
It was reported that pump screen was dark despite the pump being on. There was no adverse impact to the customer¿s blood glucose level. Technical support determined pump needed replacement, arranged shipment of replacement pump, confirmed shipping address, provided storage and return instructions, and advised customer to return nonworking pump within 10 days. The customer reverted to an alternate method of insulin therapy.